Event description:
Information received by medtronic indicated that the customer faced loss of communication with pump to mobile device. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was unresolved. The smart phone will not be returned for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event using the smartphone android app: minimed mobile app (software version 1.3.2) installed on samsung galaxy s22+ (android version 13) with mmt-1884 780g pump (software version 6.7u.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough initial investigation, we have found that the main reason for periodic disconnections was undefined errors thrown by os, these errors can stem from various factors such as device software, continuous or intermittent sources of radio/microwaves, or errors in the user's device bluetooth stack implementation. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively:  * to reset network settings. * to disable various battery optimization for mmm app. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue remains unresolved, therefore the investigation was continued. After conducting a thorough 2nd investigation iteration , we have found that the there are some periodic disconnections due to timeouts during the data receiving from the pump - but for each case the app behavior met specification and successful reconnection occurred in a short time after the disconnection (in most cases less a minute, for the worst cases around 30 min). In order to continue the investigation of the issue, we asked the helpline team to ask the customer to take the following steps:  * clarification request regarding the distance between the phone and pump for cases of issue reproduction and regarding foreground notification connection status updates during the connection restoration. * recommendation to test the connection stability in another location with lower level of electromagnetic noise * request to manually upload diagnostic logs one more time the helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue remains unresolved, per updated info disconnections happens in a different locations, while customer keeps 30cm distance between phone and pump and foreground notification connection state is updated properly. In order to continue the investigation of the issue, we asked the helpline team to ask the customer : * to upload pump traces for investigation continuation. * to reproduce issue on another phone and upload diagnostic logs. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.